Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 3 mg/ml at a dose rate of 1.5 mg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced a return of pain symptom. A catheter dye study was performed, and the catheter was found to be epidural. The patient was set up for a catheter revision which was to occur on (B)(6) 2019. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue. The patient¿s weight at the time of the event was indicated as having been requested but was unknown. It was indicated that the hcp had no further information regarding the event. The patient¿s medical history included non-malignant pain. No further patient complications have been reported as a result of this event.